Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in posterior tibial vessel. A 2.00mm peripheral rotalink plus and perpiheral rotawire were selected for an atherectomy procedure. The device was used in the upper portion of the posterior tibial vessel. Then, the device was advanced to the mid posterior tibial vessel and became entrapped on the wire while when rotation was occurring. Since the device was unable to be advanced or removed from the wire, the rotalink and rotawire were removed together as a unit. No further atherectomy was completed and the procedure was completed with ballooning. No patient complications were reported and patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined and noted that the coil was stretched. Functional testing was done with a test rotawire and observed no resistance when the rotawire was inserted through the burr and advanced through the entire length of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in posterior tibial vessel. A 2.00mm peripheral rotalink plus and perpiheral rotawire were selected for an atherectomy procedure. The device was used in the upper portion of the posterior tibial vessel. Then, the device was advanced to the mid posterior tibial vessel and became entrapped on the wire while when rotation was occurring. Since the device was unable to be advanced or removed from the wire, the rotalink and rotawire were removed together as a unit. No further atherectomy was completed and the procedure was completed with ballooning. No patient complications were reported and patient was fine.